Manufacturer narrative:
Additional initial reporter & occupation - (B)(6) , respiratory therapy. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that within 1-2 hours of inserting the intra-aortic balloon (iab), blood was noted in the helium tubing upon arrival to the sicu. No blood had gotten near the cardiosave intra-aortic balloon pump (iabp). The getinge representative advised the customer to not remove the iab yet as alarms had not been going off and it would be odd for the device to already have a rupture. 10 minutes after hanging up with the representative, the iabp generated alarms with loss of volume within the helium system. The patient was on strict bedrest and sedated/intubated while rupture occurred. No movement was performed. The customer removed the iab and noted some pieces of calcium on the membrane. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024 at 1635. At 2030, blood was noted in the helium tubing upon arrival to the sicu. No blood had gotten near the cardiosave intra-aortic balloon pump (iabp). The getinge representative advised the customer to not remove the iab yet as alarms had not been going off and it would be odd for the device to already have a rupture. 10 minutes after hanging up with the representative, the iabp generated alarms with loss of volume within the helium system. The patient was on strict bedrest and sedated/intubated while rupture occurred. No movement was performed. The customer removed the iab and noted some pieces of calcium on the membrane. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported. Medwatch report # mw5151987 received 14mar2024. Iabp catheter needed to be changed due to blood flecking in the tubing indicating a rupture or tear in the balloon, patient experienced profound hypertension. Iabp was replaced urgently.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 45.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was observed at the iab tip. The root cause of the reported failure ¿iab ¿ leak, blood in tubing & alarm, gas loss in iab circuit¿ was found to be damage at the device¿s porthole. This tip damage and catheter kink occurred after shipment of the device. The iab was deemed acceptable prior to leaving the manufacturing facility as each iab is leak tested twice before being released and visually inspected for catheter kinks. The root cause of damage to the device¿s tip and catheter kink cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Up dated field(s): describe event or problem other relevant history additional contact:(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024 at 1635. At 2030, blood was noted in the helium tubing upon arrival to the sicu. No blood had gotten near the cardiosave intra-aortic balloon pump (iabp). The getinge representative advised the customer to not remove the iab yet as alarms had not been going off and it would be odd for the device to already have a rupture. 10 minutes after hanging up with the representative, the iabp generated alarms with loss of volume within the helium system. The patient was on strict bedrest and sedated/intubated while rupture occurred. No movement was performed. The customer removed the iab and noted some pieces of calcium on the membrane. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.